Manufacturer narrative:
A1: the patient identifier (in confidence) reflects the study subject number. A review of manufacturing records verified that the lot involved in this complaint met all pre-release specifications. The IFU was reviewed and the following statement was found to be applicable: complications and adverse events can occur when using any endovascular device. These complications include, but are not limited to: endoleak and/or endotension. Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2025, a patient was treated for a thoracoabdominal aortic aneurysm extending into the iliac arteries. During the procedure, a gore® viabahn® vbx balloon expandable endoprosthesis was used in the right internal iliac artery. On (B)(6) 2025, a one-month follow-up CT scan showed a type 1c endoleak in the right iliac artery aneurysm sac due to poor stent apposition within the internal iliac artery. Contrast was also noted near the left common iliac artery, but was believed to be from the right side endoleak. On (B)(6) 2026, a reintervention took place to place an additional stent graft. Reportedly, the reintervention successfully corrected the endoleak.